Manufacturer narrative:
Updated fields:b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Despite of multiple 3 gfes raised no information is received. Investigation will be reopen and updated if any information received further.

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra aortic balloon pump (iabp) had something broken (only thing reported). No patient is involved and no indication of harm or hazardous condition.he work order remains open due to limited available information at the time of closure. The issue was originally identified by the customer; however, no repairs were performed by the service engineer. Since the work order was initiated, the unit has undergone a scheduled preventive maintenance (pm), during which the machine was found to be fully operational and was successfully returned to service. The pm was completed without any abnormal findings. No error codes or fault conditions of concern were observed in the system logs during the pm, and the unit passed all pm tests per the established checklist. As a result, no fault logs were collected specific to this issue. All logged activities and part removals noted in the pm checklist were associated solely with routine preventive maintenance and not related to any corrective action. At this time, it is likely that onsite biomedical engineering personnel may have addressed the originally reported issue; however, supporting documentation has not been identified. Follow-up with the onsite biomedical team is planned to determine whether any additional records exist. The most recent pm report is attached for reference and includes confirmation of iabp use hours and software version details as documented in the checklist.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had something broken (only thing reported). No patient is involved and no indication of harm or hazardous condition.

Manufacturer narrative:
Due to character restriction in block e1, e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
For cardiosave intra-aortic balloon pump (iabp) only thing reported is that it was broken. No patient was involved.